Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return

Event description:
Caller reported advantage system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and professional system result of 104 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.